Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is a gap between filter and syringe, blood leak. There was patient involvement and there was no reported patient harm/adverse event.

Manufacturer narrative:
G1 - mfg contact office address: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported issue of "blood leakage¿ was confirmed. Visual evaluation showed that the blood sample had exceeded the 0.06" acceptance criteria and escaped through the top of the filter-pro. The area of leakage was inspected, however due to the sample being used, it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. While the allegation was confirmed, the exact problem source for the compromised filter-pro could not be identified with any confidence. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.